Event description:
A pt reported to medtronic neurosurgery that a test at the hospital allegedly proved that his strata shunt is not functional. According to the report, the system was not shunting despite trying out different pressure levels.

Manufacturer narrative:
The valve was unavailable for return as it remains implanted. Therefore, an eval of the device was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of the manufacture.